Event description:
It was reported that the customer had high blood glucose levels of 212 mg/dl. The customer reported that a few hours prior to reporting, she had low blood glucose levels of 47 mg/dl. The customer informed her health care provider about the low blood glucose levels. The customer further reported a sensor error alert from the insulin pump. Troubleshooting was done. The customer also reported that the needle of the sensor of the insulin pump was bent. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.